Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 500 mg/dl. The customer stated that his dog ripped out the infusion set and he did not realize the infusion set was not attached to his body. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.